Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -10.5/3.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a same length/model lens due to patient dissatisfaction - visual acuity. Reportedly, "the patient continuously complained about near vision. So, the surgeon replaced the lens diopter from -10.5/3.5/090 to -10.0/3.5/093" the problem was resolved. The cause of the event was reported as unknown.